Manufacturer narrative:
Event was initially reported by a call from the pt directly to coopervision. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt was wearing avaira toric (enfilcon a) contact lenses. Pt had pain in the right eye and went to the emergency room. Pt had discomfort in both eyes. Treating physician informed the pt they had a cornea abrasion in both eyes (o.u prescription), the lens had left an imprint on the cornea and a layer of the cornea had been lifted off the right eye. Pt was referred to an od. Pt was given ointment to use 6 times a day, for 5 days. Pt couldn't see well for a few days and was not able to drive or go to work. Pt will be going for a f/u visit and will return the lens through the eye care provider.